Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 162 mg/dl. The customer states they are unable to exit the rewind completed/bolus delivery loop. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.